Event description:
It was reported that the patient has expired after an implant duration of approximately 0.53 months. Through follow-up with the health-care provider, it was learned that the cause of death was persistent bacteremia and sepsis. It was also noted that the patient had endocarditis - (B)(6). Per the operative report of (B)(6) 2010, the procedure was completed with the patient's overall condition was "critical with multiorgan dysfunction requiring ongoing intensive attention."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and a copy of the operative report was provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.